Event description:
It was reported that patient underwent partial knee arthroplasty (B)(6) 2005. Subsequently, a revision procedure was performed (B)(6) 2012 due to wear and fracture. The bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur." Malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces."

Manufacturer narrative:
The report for this event was duplicated. The event was also reported under manufacturer report number 3002806535-2013-00015.